Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure 810:11, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an error in the air sensor. To correct the condition, the pump was checked for moisture; then, the tubing channel was cleaned and dried. No additional repair was deemed necessary for the observed problem. If any additional information is received, a follow-up MDR will be sent.